Event description:
It was reported the patient experienced pain at the ipg site as a result of ipg migration. During the procedure on (B)(6) 2024 the ipg was repositioned to the other side. When doing so the leads moved and the physician replaced the two leads to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.